Manufacturer narrative:
The customer reported that the issue was initially thought to be with the extension set, however, the issue was actually with the cassette. The customer stated that they do have a cat at home, however, the cat does not usually interfere with peritoneal dialysis therapy. The device was received for evaluation. A visual inspection was performed which revealed a damage to the patient tubing line in multiple locations (specified as three locations). Leak testing was performed which revealed leaks. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a leak in a patient line extension set resulting in peritonitis. It was reported that ¿a patient extension line had a slit and leaked onto the floor¿ (no further detail). The cause of the slit in the line was not reported. Subsequently, the patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. On the same date as peritonitis onset, the patient began treatment for the event with intraperitoneal (ip) cefazolin, 1.5 gram, once every 24 hours and ceftazidime, 1.5 gram, ip, once every 24 hours. Eight days later, the ceftazidime therapy was changed to 1.5 gram daily for 4 weeks total (route unspecified). At the time of this report, the patient was recovering from the peritonitis. No further detail was provided regarding whether the patient was hospitalized for the event. Pd therapy was ongoing. No additional information is available.